Manufacturer narrative:
The accessory was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the cannula tube was able to move with respect to the bowl feature. The bowl and tube are separable with little force. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the weld defect damage found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that after a da vinci nephrectomy procedure, the single site cannula head is rotated, leading to a symmetry issue. No patient harm, adverse outcome or injury was reported.